Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient reported the plunger became stuck to the piston rod of the infusion device while changing the insulin cartridge. He stated insulin spilled in the cartridge compartment of the infusion device. He dried the cartridge compartment with a cotton swab. He was assisted in completing the change cartridge procedure. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. No product was requested to be returned for evaluation.